Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device did not have pacer output. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.